Event description:
It was reported that patient was revised due to a broken tibial insert screw for a duracon td tibial insert. No known precipitating event was known. The 16 mm insert was prayed out and screw "threads" removed with a small osteotome. Screw head was located and removed from the lateral gutter and a 22 mm insert was reimplanted and patient closed without incident.

Manufacturer narrative:
An event regarding crack/fracture involving a durdurt ts tib ins lg 16mm was reported. The event was confirmed. Device evaluation and results: visual inspection of the returned insert indicates heavy use. The poly portion of the insert is worn while the locking screw is fractured. Dimensional and functional evaluations were not performed as the device is damaged. Material analysis indicated that the locking screw fractured in fatigue and there are no material or manufacturing defects. Medical records received and evaluation: brief review of the provided x-rays indicates that the locking screw was fractured. A review of the provided x-rays by a clinical consultant indicated: ¿on x-ray, the fractured screw head is visible near the lateral compartment of the knee and as well visible on the patellar skyline view. The event as such is thus confirmed although there is not the slightest indication for a possible cause. From a procedure-related perspective, implantation of the knee is very adequate with good size, position, alignment and fixation of all components involved. There is no additional medical information but for this type of event I am afraid this would not help either. Could be that the screw was not very well locked during primary arthroplasty or that the knee was clinically unstable causing shear forces across the rather thick insert causing fatigue in the screw head ultimately resulting in fatigue fracture. This last one would be the most suspected failure mode from a clinical perspective and represent an adverse combination of patient-related and procedure-related factors but is pure speculation because there is no supporting evidence through lack of adequate clinical information. As such, this case cannot be solved with current information.¿ device history review: indicated that the specified lot was accepted into stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves a fractured locking screw for a duracon ts tibial insert. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes and patient history are needed to determine the root cause.

Event description:
It was reported that patient was revised due to a broken tibial insert screw for a duracon td tibial insert. No known precipitating event was known. The 16 mm insert was prayed out and screw "threads" removed with a small osteotome. Screw head was located and removed from the lateral gutter and a 22 mm insert was reimplanted and patient closed without incident.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.